Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this health care professional (hcp) contacted boston scientific's technical services (ts) on (B)(6) 2017. According to the hcp, the patient reported an episode associated with possible loss of consciousness. The patient was attempting to send a patient initiated interrogation (pii). At the time of the call to ts, no stored data had been uploaded. The latest device transmission occurred on (B)(6) 2017. The latest device alert monitoring check and the last check-in with latitude occurred on (B)(6) 2017. The hcp check the latitude system configuration and pii was enabled. The local representative reported no calls from the clinic about this patient's issue. The available information suggests that this device remains inservice.